Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed as there was a proximal fixation pull out. There was no patient injury reported.